Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Device passed the delivery accuracy test. Pump error 63 (variable 3) was present in the device trace download due to cracked solder joint at (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error 53 was present in the device trace download due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the user experienced a high blood glucose of 17 mmol/l which was treated with the pump. The customer stated that they have noticed their blood glucose levels were higher than normal as their normal range would be approximately 6 mmol/l. No leaks, air bubbles, and bent cannulas were noticed by the customer. The customer declined to perform the high pressure test as they did not have tubing clamps at the time of the call. A self test was performed and the device alarmed hardware low level failure and software error detected. The customer also stated that they were having audio issues with the pump during normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.